Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm tests could not be performed due to the prime anomaly. The insulin pump passed the rewind, basic occlusion and displacement tests. No unexpected strange sound was noted during the rewind. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated they received some no delivery alarms. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.